Manufacturer narrative:
The reported event of blood leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
It was reported that after a transcatheter aortic valve replacement (tavr) procedure, blood was noted to be leaking from the hub of the sheath. The device was not replaced and there was no reported significant delay to the procedure. There were no adverse consequences to the patient.